Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's branch office in (B)(4) of an alleged 'split' in the expiratory tube of an rt200 adult dual-heated breathing circuit. The alleged malfunction was detected prior to patient connection. Accordingly no patient consequence was reported.

Manufacturer narrative:
(B)(4). The alleged malfunction was reported by a healthcare facility in (B)(6) . The particular device is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The expiratory tube of the rt200 breathing circuit was visually inspected for signs of damage that could give rise to a leak. In addition the breathing circuit was pressure tested for leaks. Results: visual inspection of the device indicated no visible tears or splits as reported. Furthermore, our pressure test results revealed that the device appeared to be operating within specifications. A lot check indicated one other complaint of this nature. Conclusion: we have verified via thorough visual examination and pressure testing that the complaint breathing circuit appears to be functioning within specifications. We are unable to find any signs of splits or tears as reported. Each breathing circuit is pressure tested for leaks following manufacture and assembly. Any device which fails the post-production leak test is rejected. Fph's user instructions advises the user to ensure that all connections are tight prior to use, to perform a pressure or leak test prior to patient connection and to set the appropriate ventilator alarms. (B)(4).